Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device discarded.

Event description:
As reported, when the proximal target device was used, the drilling of the oblique hole went to the long direction, and the screw could not be inserted.